Manufacturer narrative:
The investigation into the aic -controller error issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: imc logs revealed the reported ¿impella position in aorta¿ alarms for multiple times but it resolved instantaneously. According to the description that pump was actually too deep, these alarms were not considered as issues. Imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. Device analysis: console (ic1950) was sent back field service (fs) for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Before being returned to the customer, fs performed a full functional check on the console and optical system. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a controller error yellow alarm that self-resolved. There was no report of patient harm or injury.